Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting probe out of range. Trying to cool patient. Esophageal probe in place but alerting probe out of range. Swapped out to the rectal probe and getting the same alarm. Verified plugged into patient temperature 1 port. Connections secure and no fluctuations with flexing of cable. No other monitors available to test probe registering. Advised to swap out temperature in cable. Call biomed for new cable or pull from device not currently in use.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause for the reported event could not be determined. Trying to cool patient. Esophageal probe in place but alerting probe out of range. Swapped out to the rectal probe and getting the same alarm. Verified plugged into patient temperature 1 port. Connections secure and no fluctuations with flexing of cable. No other monitors available to test probe registering. Advised to swap out temperature in cable. Call biomed for new cable or pull from device not currently in use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting probe out of range. Trying to cool patient. Esophageal probe in place but alerting probe out of range. Swapped out to the rectal probe and getting the same alarm. Verified plugged into patient temperature 1 port. Connections secure and no fluctuations with flexing of cable. No other monitors available to test probe registering. Advised to swap out temperature in cable. Call biomed for new cable or pull from device not currently in use.